Event description:
The facility reported a pump that shuts down on its own. This event occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.

Manufacturer narrative:
The device has not yet been received by baxter. A follow-up report will be submitted when the device has been received and eval has been completed.